Manufacturer narrative:
The customer confirmed that the device will not be returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: inserter broken, material fragmentation. Probable root cause: application. Excessive force impacting inserter. Movement of guide out of orientation to pilot hole. Use of wrong drill. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the inserter broke off, leaving fragments in the patient's bone.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the inserter broke off, leaving fragments in the patient's bone.